Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during the extraction of the right ventricular (rv) lead. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.